Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a motor error and no delivery alarm. The customer¿s blood glucose level was 408 mg/dl at the time of the incident. The customer stated that the insulin pump had a recurring no delivery and motor error alarm. Customer reported that the insulin exited and did not get a no delivery alarm after a 5 unit manual prime was delivered. Customer had a high blood glucose of 408 mg/dl and treated with manual injection. Customer declined high blood glucose and motor error troubleshooting. The customer was advised that the infusion set is being replaced and is expected to return for analysis.